Event description:
It was reported a malfunction alarm occurred which resulted in a blood glucose (bg) level of 28 mmol/l and subsequent hospitalization on (B)(6) 2026. The customer was found to have a ketone level identified as life threatening and was admitted to the intensive care unit (ICU). Customer received intravenous fluids of saline, insulin, and magnesium in addition to other fluids that were not specified. Customer was discharged from the hospital on (B)(6) 2026 with no permanent damage sustained.